Event description:
It was reported that malfunction alarms occurred. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.